Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications and tests. It was determined that the device functioned properly. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the small battery drive device was making a chattering sound and was vibrating. According to the reporter, when the mode switch was turned to the on position, the device automatically turned on (without pressing the trigger); however, the device was making a "chattering" sound. The reporter indicated that the battery casing device was inserted with the battery device and as soon as the drill device and battery device were connected, the drill motor started to rotate, then it made the chattering sound without pressing or putting pressure on the trigger. There were no delays to the surgical procedure. It was reported the same device was used to complete the surgery. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.